Event description:
It was reported the camera head cable was cut. The issue occurred during a therapeutic transurethral lithotripsy (tul) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cut camera cable was confirmed/reproduced. The device evaluation found the additional reportable findings: camera cable flooded, corrosion on the video connector. The camera cable had been cut, was not airtight, which allowed moisture to enter the interior resulting in flooding. Based on the results of the investigation, a probable root cause cannot be identified. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.